Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy. Visual and microscopic inspections were performed on the returned device. No kinks were found in the distal tip. However, the tip was covered by a transparent sleeve. The sleeve covered the sensor housing and continued the along the entire length of the distal coil, extending past the dome. The cause of the observed failure was a manufacturing error. The transparent sleeve used to mask the distal tip of the wire during the manufacturing process was not removed prior to the release of the device. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints.

Event description:
It was reported the tip of the wire was "kinked" out of the box. Another wire was used. There was no adverse event or impact to patient as the wire was not used in the procedure. All reasonably known patient information is included in this report.